Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted in february of last year. They had an initial follow up appointment, which was fine. They set the implants on 7.2 for both sides but the nurse stated that they "can't turn it up any higher or the implant would go dead due to high settings." Due to the pandemic, the patient's second follow up appointment was delayed until "about 5-6 months after implant". The nurse checked and stated that one side was on "3.2 and the other side was not working." When the patient had checked the implantable neurostimulator (ins) at home, they saw that "both sides were at 6.2." The nurse connected with someone who helps with programming and they worked with the patient for over 3.5 hours trying to get the system working. The patient also reported that they had tried to get an MRI and when they turned the implant off, "the alarms started going off and the nurse said that there must be a short circuit in between the battery and wire." It was unclear if this incident occurred with the previous ins or the current ins. The patient continued that they tend to walk with a cane, even before the current implant. As of right now, they have not really walked since january. They mentioned that they are dealing with a brain that has only 20%-30% of it working and the "rest is dead". So when speaking with the physician, they were told that the settings could only go up so high because the "device will only be so effective". The patient stated that they were just unhappy with the system in general and was hoping that their pump would be needed less and that the deep brain stimulation (dbs) device would "shock my brain and open the pathways that haven't been open for a while and get it working again.". They stated that they are now relying on this pump more. They were recommended to continue working with the hcp for these issues. Additional information was received from a manufacturer representative (rep) reporting the patient was seen again on (B)(6) 2021. The reported issues were not present when the device was interrogated by the physician. The impedances were all in normal range and the physician was able to turn both sides up to the desired levels. As of last week's visit, all issues were resolved. No explanation was given but the physician and patient were satisfied with the outcome.